Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a scope elevator that was not working. The issue was found during device setup / inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Device evaluation has confirmed the reported event. In addition, foreign material was found in the forceps elevator. Based on the results of the investigation, the reported issue of the elevator issue was confirmed and found to be due to damage in k-wire. A definitive root cause cannot be identified. The probable cause could be due to repeated operation of the forceps lifting table caused gradual deterioration of the k-wire, leading to fatigue fracture. A definitive root cause cannot be identified of foreign matter remained in the forceps channel. The probable cause could be due to foreign material remained due to physical damage of the device and deviation from IFU in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.